Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display screen was cloudy, but could be read safely. There was no reported adverse event associated with this complaint. This complaint is being reported because the display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 06/16/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: investigation did not confirm the reported cloudy display issue. On investigation, the display screen was found to be dim, faded and discolored. On examination, the keypad was intact without damage. Unrelated to the original complaint, the keypad buttons were unresponsive when pressed. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. The pump was opened for investigation and revealed moisture corrosion on the internal components including the keypad flex and connector and the printed circuit board.